Event description:
Unomedical reference number (B)(4) event occurred in (B)(6), on (B)(6)2024, it was reported that the one infusion set were fell off during use and infusion set long for 48 hours. The blood glucose level was 212 mg/dl. No further information available.